Manufacturer narrative:
A ge rep evaluated the sys and the customer replaced a blown fuse. The system operates as intended.

Event description:
It was reported that system shut down on its own. No pt injury was reported.